Manufacturer narrative:
Discordant grading of reactions in antibody screening for three patient's samples using ortho biovue system in conjunction with an ortho vision biovue analyzer. Most probable root-cause of the discordant negative antibody screening result obtained by the customer for patient a is sample related, the patient having an anti-d(rh1) antibody being weak and at or around the detection limit of the reagents and method employed. The issue reported by the customer for patients b and c could not be confirmed. No general product failure is identified. No biased result was reported to a physician. The patients were not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as a discordant grading of reactions in antibody screening for three patient's samples using ortho biovue system in conjunction with their ortho vision biovue analyzer. Complainant/complaint reporter: mr (B)(6) - position not provided. Event dates: (B)(6) 2017. Awareness dates: 10 and 12 january 2017. Software version: 3.6.0. Reagents: ortho biovue system igg cassette lot igc663a expiry date 29 may 2017. 0.8% surgiscreen lot 8ss7033 expiry date 24 january 2017. Patient information: patient a (sample (B)(6)): known to have a weak anti-d(rh1) antibody. Patient b (sample (B)(6)): known to have a negative antibody screening. Patient c (sample (B)(6)): known to have a negative antibody screening. The customer reported that on (B)(6) 2017, they had tested patient¿s a sample (B)(6) for antibody screening using ortho biovue system igg cassette and 0.8% surgiscreen in combination with their ortho vision biovue analyzer and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported they noticed some graininess in the columns. No further detail was provided. In addition, the customer reported that the quantity of cell 2 dispensed was lower than that of cells 1 and 3 and that the analyzer should have posted too few cell (tfc) or wrong liquid level error codes. The customer reported that on the same day, they had repeat tested patient¿s b sample (B)(6) (for which an initial negative antibody screening result had been obtained) for antibody screening using the same reagents and analyzer and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that the quantity of cell 2 dispensed was lower than that of cells 1 and 3. No further detail was provided. The customer reported that on (B)(6) 2017, as part of trouble-shooting the issue with the quantity of cells dispensed and no error code being posted, they had repeat tested patient¿s c sample (B)(6) (for which an initial negative antibody screening result had been obtained) for antibody screening using the same reagents and analyzer and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that the quantity of cell 2 dispensed was lower than that of cells 1 and 3. No further detail was provided. The customer reported that no biased result had been reported to a physician and that the patients had not been harmed as a result of the reported events.